Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage (specifics and date/s of onset unknown). According to the physician's office, the patient presented with pain and infection sometime in (B)(6) 2012 and was prescribed bactrim for 4 days. Reportedly, the patient had no bowel dysfunction, however the specifics regarding any other complications are unknown. The patient returned for a routine check-up in (B)(6) 2012, and her current condition is fine. All other information is unknown.

Manufacturer narrative:
According to the physician's office, the device was not used past its expiry date.